Event description:
Generator and lead were received for analysis. Analysis is underway but has not been completed and approved to date.

Event description:
The patient underwent a full replacement. The explanted devices have not been received for analysis to date.

Event description:
It was reported that the impedance was noted to be higher. X-ray was taken an the nurse reported the report did not indicate anything. No known surgery has occurred to date.

Event description:
Programming history was reviewed for generator m106 . The impedance was measured three times successfully on (B)(4) 2019, with the first system diagnostic not resulting in high impedance with a value, however low output current still.

Event description:
Generator analysis was completed and approved. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse conditions found with the pulse generator, and the pulse generator performed according to functional specifications. Product analysis was completed and approved on the lead. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since the majority of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that a patient was seen with lead impedance high and a second time with impedance normal but low output current. Low output current is an expected event associated with high impedance however has been coded since low output current was also seen when the generator was not experiencing high impedance (5200 ohms). However the device was programmed to 2.00 ma and was unable to deliver the intended current (output status: low, output current delivered: 1.75ma). A generator at nominal performance would be expected to deliver a minimum of 2.31 ma. The minimum output current that the m106 is expected to deliver after accounting for normal variations in impedance accuracy and output voltage is 1.75 ma. The system diagnostic test provided a ¿current delivered¿ value of 1.75 which is equal to the value expected to be delivered when accounting for normal variations in impedance, and therefore no device malfunction is present and the generator is operating as expected. Information was received from the physician that the patient has not been seen at the office since (B)(6) of 2018 and therefore does not know any information about the recently reported high impedance and low output current. No additional relevant information has been received to date. No known surgical intervention has occurred to date.